Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the main control keypad and assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad assembly and observed a short in the charge switch since some of the conductive material from the center bubble was lodged between the contact fingers.

Event description:
It was reported that the device defibrillation charge button was inoperative. There was no report of patient involvement with incident.